Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient the shock therapy given did not terminate the ventricular tachycardia instead it developed into ventricular fibrillation. During the ventricular fibrillation episode, there were several signals that were not sensed properly. Reprogramming was performed.